Event description:
Per the edwards lifesciences territory manager report, the sapien valve was opened and placed in the first bath. It was then noticed that there was a small black thread on one of the leaflets. Another valve was opened and prepped it without incident.

Manufacturer narrative:
The affected sapien valve was returned to edwards irvine for evaluation. During visual examination of the returned device, the fiber was observed on the rough (inflow) side of a leaflet. The fiber was isolated and sent for chemistry analysis. The valve was inspected under magnification and no damages were observed on the leaflets, frame, skirt, or sutures. The investigation of this event is ongoing.

Manufacturer narrative:
Engineering evaluation of the returned device confirmed the reported particulate contamination. Analysis of the black fiber reported in the complaint revealed that it is a protein-like material, such as silk or human hair. A second black fiber was found and analyzed to be cellulose-like material. The sapien valves are manufactured under controlled environments in clean rooms which meet all industry cleanliness classification requirements per the iso standard. All personnel entering or working in edwards¿ manufacturing facilities must follow specific rules and gowning procedures to reduce particles and control contamination that could impact product. During manufacturing, sapien valves are visually inspected under an 8x magnification. This inspection is also performed again before holder attachment. After holder attachment, the valves are visually inspected for suture frays and contamination of the holder. Prior to final packaging, visual inspection is performed to look for foreign materials on the valves as well as inside the jars. The source of the black protein-like and cellulose-like fiber could not be determined with certainty; however, it could have originated from the manufacturing personnel or their clothing during handling in manufacturing. A manufacturing non-conformance was confirmed on the returned sample. An awareness training will be performed with the operators to review images of the complaint device and possible contributing causes. A CAPA has also been opened to investigate particulate contamination control and acceptance standards.